Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 436 mg/dl and 76mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showeing the difference in values to be clinically significant. There was no report of death , serious injury of mistreatment associated with this event